Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was prepared per the instructions for use (IFU) and inserted without issues. However, while in valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed from the patient. The procedure was completed with no clips implanted. While outside the patient, the clip was tested, but the issue was unable to be resolved. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue ¿ single was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no other complaints reported from the lot. Based on the information reviewed and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported single gripper actuation issue cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.